Manufacturer narrative:
Investigation summary: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi. Root cause: customer procedural error. Source: phone.

Event description:
Customer reporting 3 possible false negative flu results (unknown analyte) and 1 false negative flu b result on symptomatic patients. Confirmation testing was only performed on 1 patient which came back flu b positive. Through interview it was found the customer was not following product insert instructions when running the test. Result 1 of 4.